Event description:
On (B)(6) 2025, the user reported a hypoglycemic event with a blood glucose of 56 mg/dl. The user was on the second day of device use. No device malfunction was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.